Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment as per test requirements on form tn8702-f02 and found the attachment passed all test requirements. Quality personnel then tested attachment and found it failed to meet iso 13732-1 and es-1104 specifications for free run and cut testing. The attachment then was disassembled and microscopically inspected to find a possible cause for the rise in temperature. The internal components of the head and main drive assembly exhibited a slight to moderate amount of debris and/or corrosion on the internal parts. Slight to moderate wear was also noted on internal components. There was a general lack of lubrication inside the head component and main drive area. Although the attachment was in operational condition, the inner components indicate that a lack of maintenance may have caused an accelerated wear of the internal components. This, in tum could have caused the debris and/or corrosion of the internal components. This combination of events could have caused an increase in friction and therefore, the increase in temperature reported.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.